Manufacturer narrative:
Received 1 used small arcticgel pad kit with the original unit outer and inner unit packaging. The reported event was unconfirmed, as the problem could not be reproduced. During the visual evaluation, the pads were inspected and found to have the trim pattern correctly performed, the plastic tubes were found completely assembled covering the total of clamping rings on the plastic connector and manifold connector, the foams were found free of damages, tears or perforations, the seal between manifold connector and pad was found completed sealed. The energy connector for the right chest pad was found slightly damaged; however, the other connectors were found free of damages, and the pads were noted with sealing presence. No manufacturing issues related were noted during the visual evaluation of the pads returned. Per the functional evaluation, according the test method, the flow rate was found to be acceptable on all the returned pads. The flow rate for this product must be above 2.4 l/min m2. The pads were tested with the arctic sun machine model 2000. The pads were connected to the arctic sun machine model 2000 during 10 minutes, see details below: right chest pad: a total of 2.54 l/min m2 of flow rate was registered during the test. Left chest pad: a total of 3.82 l/min m2 of flow rate was registered during the test. Right thigh pad: a total of 3.49 l/min m2 of flow rate was registered during the test. Left thigh pad: a total of 4.89 l/min m2 of flow rate was registered during the test. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use state the following: ¿6. Once the pads are primed, assure the flow rate displayed on the control panel is greater than 2.3 liters per minute, which is the minimum flow rate for a full pad kit.¿ (B)(4).

Event description:
It was reported that the gel pads gave low flow and were replaced with a new set of pads.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the gel pads gave low flow and were replaced with a new set of pads.